Event description:
It was reported that this right ventricular (rv) lead exhibited jumpy pace impedance measurements, remaining within normal range. No noise or other issues were observed. Technical services (ts) discussed with the health care professional, bringing this patient in for testing to rule out a possible lead issue. This rv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).